Manufacturer narrative:
Failure analysis findings: the oad was returned with the guide wire and spring tip engaged in the driveshaft. Resistance was felt when removing the guide wire proximally from the driveshaft and handle assembly. After removal of the wire, the spring tip was found to be fractured off and remained in the device. Examination of the spring tip revealed the fracture to be located at the proximal solder bond location. Scanning electron microscopy (sem) analysis of the guide wire core fracture revealed torsional/rotational marks on the fracture faces, which is consistent with an overload condition likely from the oad spinning into the spring tip. The proximal spring tip coils exhibited rotational surface damage and the distal coils exhibited axial damage. The distal solder ball was missing, and the coils in this area exhibited axial surface damage. It appears the solder ball detached as a result of being pulled through the driveshaft and handle assembly; however, this could not be confirmed through analysis. Sem also revealed the tip bushing to have oxidized solder from contact with the spring tip. The root cause of the fractured spring tip is hypothesized to be user error due to the oad making contact with the spring tip. The diamondback 360® coronary orbital atherectomy system instructions for use manual warns, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Additional information regarding patient demographics and device lot number has been requested but has not yet been received. If the information can be obtained, it will be provided in a supplemental report. Csi ID: (B)(4).

Event description:
The initial event reported to csi was that the viperwire guide wire could not be advanced through the orbital atherectomy device (oad). The device and wire returned to csi for analysis. During analysis, a guide wire fracture was identified.